Event description:
The disposable biopsy forceps are used to obtain mucosal tissue samples during endoscopic procedures. Us endoscopy received a complaint from a distributor indicating that the cups of two biopsy forceps devices did not open or close during a procedure. As a result, the physician elected to cancel the procedure. There was no reported harm or injury to the pt.

Manufacturer narrative:
The company conducted a visual and functional inspection of each device. Based on a visual inspection, it appeared that there were no manufacturing issues with either of the two devices. Based on functional testing, it appeared that the first device functioned properly; the cups opened and closed without issue. During the functional testing of the second device, although the cups opened and closed, they did so slowly. Through additional investigation, the investigator determined the jaw mechanism functioned properly and that the catheter did not appear to be damaged by use. However, in the investigator's opinion, the slow responsiveness of the biopsy cups is consistent with reprocessing, where cleaning agents remove the lubricant from the device. This device is disposable and not intended to be reprocessed. Both devices were manufactured in the same lot. A review of the lot history records for the devices revealed no problems during manufacturing. Attempts have been made by the company to gather additional information, but no additional information has been made available. Based on the analysis information available, no root cause for the malfunction has been determined. A review of complaint trending shows that no similar complaints have occurred. Attempts have been made to gather further details regarding the incident but the company has not received any additional information at this time. Due to the procedure being canceled, the company has elected to submit this MDR. There is no reported harm to any pt. The IFU requires that the users open and close the device prior to use to confirm that it functions properly.